Manufacturer narrative:
The subject device was not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that this phenomenon was attributed to the mistakenly sterilized by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the subject device had been sterilized with formalin. However the subject device was not compatible with sterilization by formalin. It means that the insufficiently or inappropriately reprocessed subject device had been used. There was no report of infection associated with this report.